Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging an intermittent power issue with the pump. The reporter admitted that for the previous 2.5 to 3 weeks, they had been having trouble securing the battery cap to the pump. The reporter indicated that the battery cap looked pretty chewed although the pump did not appear to have any damage. The patient did not have a replacement battery cap. On the night of (B)(6) 2012, the reporter claimed that the battery cap came off of the pump without the patient realizing it. As a result of the alleged issue, the reporter claimed that the patient's blood glucose (bg) level rose to "600 mg/dl". She denied that the patient developed any symptoms. The reporter treated the patient via syringe and the patient's bg was at "115 mg/dl" during the contact with animas. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the battery cap came off of the pump during the middle of the night and the patient developed an elevated bg level suggestive of severe hyperglycemia. The patient's injury can be attributed to possible use error considering the alleged issue was noticed 2.5-3 weeks prior to the high bg event. The alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: evaluation revealed that there was no physical damage found to battery cap. Battery cap width measured out of specifications. There was no power issues observed in black box.. Black box contains dates from (B)(6) 2013. Black box and histories for event on (B)(6) 2012 are overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. No damage found to battery cap or battery compartment. Battery cap able to attach securely to pump. The pump powers on properly and exercised for 24 hours with no power issues occurring. Pump opened and no damage found to the power circuit. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.